Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, attempts with both original and different wall adapters, and trials with different charging cables, and power source alerts were documented around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping details and signature requirement, provided instructions for putting problematic pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.